Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a bent outer tube, a blurry and obscured image, and there are loose components on the eyepiece, the color ring was loose and detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 12°, high definition, had a bent outer tube. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there are loose components on the eyepiece. The color ring was loose and detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.